Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified. The device could not be fully tested for the downstream occlusion failure due to a system error 110 at power up. No component could be identified for causality. The device will receive force sensor calibration to ensure downstream occlusion detection as part of the release process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion failure. There was no patient involvement. No additional information is available.